Event description:
A patient reported experiencing inaccurate low results with a ot profile meter. The patient's blood glucose results were 92mg/dl ( meter ), 132mg/dl (lab ). Tests were done within < 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported. *note - customer was not sure how old the strips are customer tests 1-2 times a week and said that they were probably more than 4 months old.